Event description:
The patient's left hip was revised due to loosening of the cup.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown monoblock cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital retained.